Manufacturer narrative:
Software version 4.1e. Retainer ring black. Customer returned device for an alleged blank display found on (B)(6), 2021. Device was received with a blank display. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to blank display. Unable to generate power management graph due to blank display. Unable to download history files and traces using thus due to blank display. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage¿on the electronic assembly, force sensor, motor or vibrator¿assembly noted. The original electrical board 1 was installed and swapped out with a working test electrical board 2, case, internal battery and motor. Powered the device on using the battery simulator and a blank display noted. The original electrical board 2 was installed and swapped out with a working test electrical board 1, case, internal battery and motor. Powered the device on using the battery simulator and the device was able to power up and no blank display noted. The original electrical board 2 was re-installed and swapped out with a working test electrical board 1, case, internal battery and motor. Powered the device on using the aa 1.5v battery and continued testing and download. Device passed the self test and no blank display noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range. No alarms or alerts noted during the testing. No power error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm were recorded and found in the formatted history file for the event date. Blank display was confirmed suspected to be on electrical board 1. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a pillowing keypad overlay. Unable to download history files and traces using thus due to blank display. Blank display was confirmed suspected to be on electrical board 1. However, a test electrical board 1 was used and continued testing, download and no blank display noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that the battery died and they tried to insert new battery, but insulin pump did not turn on. Customer stated they have been disconnected from insulin pump for a few days. Customer stated the contacts on the battery cap were not missing or damaged. Battery compartment and spring were not corroded or damaged. Customer stated that they tried to insert new battery, but display did not return. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.